Event description:
It was reported that the arctic sun device would not fill. It was stated that the a check of the diagnostics showed that the circulation pump would not generate vacuum. It was also stated they would order and replace the pumps onsite. Per additional information via phone on 19jun2023, it was stated that the biomed confirmed that the faulty circulation pump was replaced onsite. Device passed functional test and was back in service. The issue did not occur during patient use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device would not fill. It was stated that the a check of the diagnostics showed that the circulation pump would not generate vacuum. It was also stated they would order and replace the pumps onsite. Per additional information via phone on 19jun2023, it was stated that the biomed confirmed that the faulty circulation pump was replaced onsite. Device passed functional test and was back in service. The issue did not occur during patient use.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. It was stated that the a check of the diagnostics showed that the circulation pump would not generate vacuum. It was also stated they would order and replace the pumps onsite. Per additional information received, biomed confirmed that the faulty circulation pump was replaced onsite. Device passed functional test and was back in service. The issue did not occur during patient use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.